Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer. Reportedly, the customer declined troubleshooting.